Event description:
Md opened the raytec sponge all the way and placed in groin incision. Upon removing sponge, the blue radiopaque string came loose from the sponge.the rep got lot# so an internal investigation can be done. Director surgical services received letter from cardinal health stating report has been forwarded to the quality systems department for evaluation.